Event description:
Brushhead broke during use [device breakage]. No adverse event. Case description: a consumer reported that while his wife was brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke. No symptoms developed. On (B)(6) 2014 the consumer reported the brush had been in use for one month and had not been dropped.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.